Event description:
It was reported that during initial implant surgery, the surgeon was unable to get the setscrew to torque initially using the torque wrench. Another accessory pack was opened and a new torque wrench was used and was able to get the setscrew to click as intended. Device diagnostics after the setscrew was in place was within normal limits (1805 ohms).

Event description:
Additional information was received that the torque wrench used in the patient's surgery was discarded and is unable to be returned for product analysis.